Event description:
Adverse event(s): "poor eyesight" (postoperative refraction, unexpected). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported that an intraocular lens (iol) was exchanged due to an unexpected postoperative refraction. The surgeon reported the pt had high myopia (pre-existing). Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info has been requested. (B)(4).